Event description:
The device was returned to the manufacturer for analysis. Device registration system indicates that the pt has expired. Date of death is unk. Follow-up with hcp on record was performed, but no information was available regarding this pt/event. Further follow-up is not possible.